Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported system "air in line" but was not reproduced during evaluation. "Air in line!" Messages were verified through a review of the event history log. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Evaluation determined the cause to be continuity on the upstream sensor tail pins. The device was retained due to an unrelated issue. A replacement device was offered to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an air in line error. It was reported that the customer tried to change the tubing to remediate the issue but they still received the error. There was no known patient injury or medical intervention associated with this event. No additional information is available.